Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a clogged rear pulse wire in the trunk cable connector inhibiting proper contact to the corresponding pin of the monitor's receptacle. The root cause for the clogged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Electrode belt (B)(4) failed a therapy electrode recognition test.